Manufacturer narrative:
(B)(6). Date of event is unknown. Date of implant is unknown. Device is not expected to be returned for manufacturer review/investigation. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, patient underwent initial surgery for the insertion of a tibial nail. Post-operative, patient had bone infection and non-union. A hardware removal and revision surgery was performed on (B)(6) 2018. An 11 mm ti cannulated tibial nail and four (4) 5.0 mm ti locking screws were removed successfully and all intact. The revision surgery entailed the insertion of an antibiotic nail until the bone infection clears and will eventually be replaced with another tibial nail. There were no surgical delays, surgery was completed successfully and the patient outcome was reported as stable. This report is for one (1) 5.0 mm ti locking screw w/t25 stardrive 42 mm for im nails. This is report 4 of 5 for (B)(4).